Manufacturer narrative:
E1: name: tandem country: united states of america address ¿ line 1: 11045 roselle street address ¿ line 2: suite 200 city: san diego state, province or territory: ca post office or zip code: 92121 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient faced cannula issues on(B)(6) 2026 as the cannula was bent which led to high blood glucose level that was treated with correction injection via multiple daily injections.